Event description:
Customer reports to have been hospitalized with high blood glucose and ketoacidosis. Date of hospitalization and glucose levels were not given as information was received by an online post by customer. After speaking with customer, he reports that after leaving the hospital he noticed the tubing near the reservoir was cracked and causing insulin to leak. Customer states blood glucose stabilized after infusion set change. Customer declined replacing insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.